Event description:
Report received of an underdelivery during testing. The pump was reportedly dropped, and subsequent testing found the pump to underdeliver. There were no reports of any adverse pt events while the pump was in clinical use.